Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the logs and found several "alarm silence" and "alarm reset" entries prior to the ventilator shutting down. Reportedly, the customer found the ventilator turned off and during troubleshooting found the ventilator was not plugged into the outlet on the wall. Additionally the customer said that when the outlets were over loaded and triggered the circuit breakers to not function. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator the following day with no harm or injury.